Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was being prepared for a procedure on (B)(6) 2024. During preparation, prior to patient sedation, it was reported that the tube had detached. No further information regarding this event has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.